Manufacturer narrative:
(B)(4). Concomitant medical products: item unknown, unknown head, lot: 819640. Item unknown. Unknown cup, lot: 498710. Item unknown, unknown liner, lot: 618710. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04982, head. 0001825034-2019-04983, shell. 0001825034-2019-04984, liner.

Event description:
It was reported that the preoperative plan was a liner only hip revision twenty years post initial surgery due to instability potentially caused by eccentric wear of acetabular liner. Cup position was also malpositioned so surgeon elected to remove cup and convert to g7 with dual mobility. After dissection and dislocating the hip the surgeon attempted to remove the 28mm cocr head. Using various instruments and techniques the surgeon was unable to disassociate the taper of the head to the trunnion. Surgeon elected to eto the femur and remove the stem and convert to arcos sts/cone body prosthesis in order to reconstruct the hip appropriately. Surgery was delayed approximately 2.5-3 hours due to eto of femur, removal of femoral stem, and preparation of arcos. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause was unable to be determined. One head and one stem were returned and evaluated. Upon visual inspection the head has been cold welded to the stem and cannot be removed. Due to this no measurements could be taken and the stem could not be identified. The head has gouging in the spherical radius and the stem shows gouging from below the taper to the distal end. Medical records/radiographs identified the following: anatomic alignment of the right hip arthroplasty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.